Manufacturer narrative:
The customer reported leaking tpn filter, and returned one used sample of material 2432-0007, lot 24036193. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and a leakage from the air vent membrane was found. Complaint is verified. The filter issue is a supplier component, and the supplier continued the investigation. The supplier verified the leak, and then went through a process to restore the hydrophobicity of the air vent membrane. Leakage test post-restoring the membrane passed all tests. The conclusion is the end user drugs infused possibly caused the air vent to leak. Device history record review for model 2432-0007 lot number 24036193 was performed. The search showed that a total of (B)(4) units in (B)(4) lot number was built on (B)(6)2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Rn found on july 10 at 1200 wet spot on patient's bed due to leaking tpn filter.